Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right common femoral artery via the up and over approach, the guidewire was allegedly buckled at the aortic arch. It was further reporter that the guidewire allegedly would not cross from the right common iliac to the left common iliac. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation, and a physical investigation was not possible. No pictures or videos were provided for review. The user report contains information regarding catheter material deformation. Due to no sample, nor images, nor videos, material deformation cannot be confirmed. Therefore, the investigation is inconclusive for the reported material deformation issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient under a thrombectomy and atherectomy procedure in the right common femoral artery via the up and over approach. During the procedure, the guidewire was allegedly buckled at the aortic arch. It was further reporter that the guidewire allegedly would not cross from the right common iliac to the left common iliac. The procedure was completed using another device. There was no patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the right common femoral artery via the up and over approach, the guidewire was allegedly buckled at the aortic arch. It was further reporter that the guidewire allegedly would not cross from the right common iliac to the left common iliac. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No pictures or videos were provided for review. The user report contains information regarding catheter material deformation. Due to no sample, nor images, nor videos, material deformation can not be confirmed. Therefore, the investigation is inconclusive for the reported material deformation issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.